Event description:
It was reported that an international customer experienced a malfunction with their pump, specifically malfunction code 16-0x20e6. The customer's blood glucose level was recorded at 250 mg/dl. The pump was turned off and on in an attempt to reset it, but the malfunction persisted, and the customer was unable to access the pump.